Event description:
During routine testing of the device at the service center, the quality engineer reported that there was a hematocrit/saturation probe (hsat) failure. There was a large scratch on the optical hybrid circuit. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.